Event description:
It was reported that during a knee arthroplasty, the saw stopped working. There was an hour and a half delay in the surgery while another handpiece was located and sterilized. The procedure was completed with the second handpiece. As of this date, there are no reported complications due to the delay in the procedure.

Manufacturer narrative:
The hand piece was returned to the manufacturer and the alleged condition was confirmed. Upon inspection, it was identified that the indexing latch was fractured at the point where the index button is screwed into it. The drive shaft in the motor also snapped allowing the bearing to fall off. The handpiece was repaired and returned to the customer.